Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the long bipolar grasper instrument had loose grip on the tips. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. This instrument¿s grip tips were not following the master tool manipulator (mtm) input commands smoothly. The grip tips would open beyond its range of motion when fully opened. Root cause of this failure was attributed to mishandling/misuse. Additional observation was the instrument was found to have a broken bipolar yaw pulley. Broken piece was missing and size of missing piece was approximately 0.042¿ x 0.18¿. Broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. Field d6 is blank because the product is not implantable.